Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the patient complained of increased recharge burden and not able to consistently charge the ipg. A company representative met with the patient prior to the procedure and observed the ipg was slightly angled. The patient's ipg was replaced with a non-rechargeable model.